Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert for non-sustained rv oversensing episodes was observed, suspected to be due to lead damage. Patient was presented in clinic for further assessment. Noise was not reproduced with provocative tests. Patient will continue to be monitored remotely.

Event description:
New information received notes that programming changes were made.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.